Event description:
During a review of the maude database on 11/22/2019, two user reports were discovered concerning a total of 2 of inhealth's tracheoesophageal puncture sets. Freudenberg medical had not been made aware of these events prior to the maude review. Both reports read as follows: "an (B)(6) male. During procedure a piece of the plastic sheath broke off inside the patient. Piece was successfully retrieved and removed from the patient. A second sheath was attempted and also started to tear, but did not break off. Second sheath removed. FDA safety report ID # (B)(4). " freudenberg medical does not have any contact information to facilitate a follow-up with the reporter.